Event description:
The affiliate reported: there are 3 devices extracted with this case. The device ns9008 was implanted via l-p shunt. Doi and the initial setting pressure were unknown. Since over drainage was noted with the patient, the surgeon connected the 82-3015 to the implanted device (ns9008). After a while, it was noted that there was no csf drainage through both devices. The surgeon decided to additionally implant the 82-3842 with the patient via v-p shunt. Since it was also noted the occlusion with 82-3842, the revision surgery was conducted due to the occlusion of the all devices on (B)(4) 2014. The kind and the setting pressure of the replaced device are not informed. Details will be informed as soon as jjkk receive them from the facility.

Manufacturer narrative:
Product code ns-9008: upon completion of the investigation, the valve was visually inspected and some biological debris was noted in the needle chamber. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Product code 82-3015: upon completion of the investigation, it was noted that the valve was visually inspected and a tear in the silicone housing was noted just after valve mechanism. This could be due to a sharp or pointed object coming into contact with the silicone housing during implant or explant but this could not be confirmed. As noted in the IFU silicone has a low tear and cut resistance. The valve could not be leak or reflux tested due to the tear in the silicone housing. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Product code 82-3842: upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used. Upon completion of the investigation a follow up report will be filed.